Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. Other relevant device(s) are: product ID: bi-500-01065, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, the imaging system lost connection to the medtronic navigation system in the operating room (or). It was reported that the issue occurred while performing an image acquisition. Additionally, it was reported that the button was let off and re-pressed where the image acquisition when then completed. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. On 2019-11-12 (rep); troubleshooting for the reported issue conducted under (B)(4).